Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-001-swi-mms complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-001-swi-mms complaint investigation, if serial number is not available, then complaint history review (DHR) is not required upon investigation of the actual device used in this incident, it was determined that the device intermittently displayed incorrect or delayed medication inventory data, causing refill disruptions and impacting patient care. The technical support specialist resolved the issue by deleting the location inventory and resending data from the es server. Ciisafe updated correctly, and the case was closed. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ cii safe es device intermittently displayed incorrect or delayed medication inventory data affecting the bd pyxis medstation es system, causing refill disruptions and impacting patient care. There were no adverse events or injuries reported based on this incident.